Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that since received implant the therapy hasn't helped with bladder symptom control. Patient said that has told the doctor and medtronic representative, (B)(4) about this concern a long time ago. Patient believes was last on program 4 and then started to have difficulty connecting to implant for the good couple of months, said that sometimes takes 4 hours before will connect. Patient said that in october had a bad fall at work fell backwards right on their butt and right hip (same side as implant) and also broke their right elbow. Patient said that area of implant still hurts. When asked, no imaging has been performed yet. Patient said that they just called (B)(4) this morning and was directed to contact patient services to replace handheld devices. Serial number of communicator: (B)(4) assistance patient connected therapy app t o communicator however unable to connect to implant even after repositioning several times. It wasn't until later in call during troubleshooting that patient mentioned the fall. The issue was not resolved through troubleshooting. Patient said that does feel stimulation intermittently. The patient was redirected to their healthcare provider to further address the issue, reviewed recommendation for imaging to check placement of components and device check of implant. Reviewed maintenance information, patient to turn handset off in between uses and monitor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.